Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump was over delivering. Customer experienced hyperglycemia and was treated with food. Customer has been using insulin pump system within 48 hours of reported low blood glucose event. The customer alleges that the insulin pump was under delivering because the reservoir was half than normal. The insulin pump will be returned for analysis and reservoir will not be return for analysis.